Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00084, since there is more than one device implicated.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) chinese female patient. Medical history included blurred vision due to cataract. Concomitant medication included acarbose for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), via a reusable pen (humapen ergo 2), 18 units twice a day, subcutaneously for the treatment of diabetes mellitus starting on (B)(6) 2006. On an unspecified date, the patient had an unspecified problem with humapen ergo 2 ((B)(4)/lot unknown). She was hospitalized due to she experienced hyperglycemia; her fasting blood glucose was over 10 and postprandial blood glucose was 29 (baseline and reference ranges not reported). She was discharged on unknown date and was recovering from the event. Information regarding corrective treatment for hyperglycemia was not reported. She was hospitalized many times due to heart stent (unknown cause for this procedure). Then, her blood glucose was still higher; fasting blood glucose was 8-10 and postprandial blood glucose was 11-12 or 14-15. She started to use a second humapen ergo 2 on an unknown date and stopped initial device. In (B)(6) 2016, she had an unspecified problem with her second humapen ergo 2 ((B)(4)/lot 0904d05). Information regarding corrective treatment for blood glucose increased was not reported and outcome was unknown. Human insulin isophane suspension 70%/human insulin 30% treatment continued. The operator of the humapen ergo ii was the patient and her training status was not provided. The general duration of use of the humapen ergo ii was from 2006 to (B)(6) 2016. The first suspect device duration of use was from 2006 and stopped on an unknown date and the second suspect device was from an unknown date to (B)(6) 2016. The first device associated with (B)(4) was not returned. The status of the second device associated with (B)(4) was not reported. The reporting consumer did not know if hyperglycemia and blood sugar increased was related to human insulin isophane suspension 70%/human insulin 30% treatment and did not provide an opinion of relatedness for the humapen ergo ii devices. Update 01-apr-2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting; and to add the product complaint numbers to the narrative. Update 06-apr-2016: additional information received on 06-apr-2016 from the global product complaint database added the device specific safety summary for the device associated with (B)(4); added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements . No further follow up is planned. This report is associated with 1819470-2016-00084, since there is more than one device implicated. Evaluation summary a female patient reported the dose window of her humapen ergo ii device was broken. The patient experienced hyperglycemia. The investigation of the returned device (batch (B)(4), manufactured april 2009) found that the body of the device was cracked near the dose window lens. This damage was consistent with excessive force while in the field. The device met functional requirements and met dose accuracy and glide (injection) force specifications. The user manual provides instructions for the proper use and care of the device. While the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device was manufactured (2009), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The device body was cracked near the dose window lens, which is consistent with damage while in the field. This damage may not be relevant to the complaint of hyperglycemia. Additionally, based on the manufacture date, it is likely the patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of hyperglycemia.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter via a psp, concerned a (B)(6) female patient. Medical history included blurred vision due to cataract and diagnosed to have a possible myocardial infarction. Concomitant medication included acarbose for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), via a reusable pen (humapen ergo 2), 18 units twice a day, subcutaneously for the treatment of diabetes mellitus, starting on (B)(6) 2006. On an unspecified date, the patient had an unspecified problem with humapen ergo 2 ((B)(4)/lot unknown). She was hospitalized due to she experienced hyperglycemia; her fasting blood glucose was over 10 and postprandial blood glucose was 29 (baseline and reference ranges not reported). She was discharged on unknown date and was recovering from the event. Information regarding corrective treatment for hyperglycemia was not reported. She had no event potentially associated with hyperglycemia. In 2014, she was hospitalized due to a myocardial infarction (previously diagnosed disease) and possible during that hospitalization she had a heart stent procedure performed. Furthermore, she was hospitalized many times to also have heart stent procedure. Admission and discharged dates were unknown. Then, her blood glucose was still higher; fasting blood glucose was 8-10 and postprandial blood glucose was 11-12 or 14-15. She started to use a second humapen ergo 2 on an unknown date and stopped initial device. In (B)(6) 2016, she had an unspecified problem with her second humapen ergo 2 ((B)(4)/lot 0904d05).treatment regimen had not changed. As of 05-apr-2016, cataracts (preexisting medical condition) had not worsened while on insulin medication. Information regarding corrective treatment for blood glucose increased was not reported and outcome was unknown. Human insulin isophane suspension 70%/human insulin 30% treatment continued. The operator of the humapen ergo ii was the patient and her training status was not provided. The general duration of use of the humapen ergo ii was from 2006 to (B)(6) 2016. The first suspect device duration of use was from 2006 and stopped on an unknown date and the second suspect device was from an unknown date to (B)(6) 2016. The first device associated with (B)(4) was not returned. The device associated with (B)(4) was returned on 07-apr-2016, and no malfunction was found.. The reporting consumer did not know if hyperglycemia and blood sugar increased was related to human insulin isophane suspension 70%/human insulin 30% treatment and did not provide an opinion of relatedness for the humapen ergo ii devices. The reporting consumer did not provide an opinion of relatedness for the event of myocardial infarction. Update 01-apr-2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting; and to add the product complaint numbers to the narrative. Update 06-apr-2016: additional information received on 06-apr-2016 from the global product complaint database added the device specific safety summary for the device associated with (B)(4); added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 08-apr-2016: additional information received on 05-apr-2016 from the initial reporter via psp. Added diagnose of a possible myocardial infarction as medical history and myocardial infarction as serious event. Narrative was updated accordingly. Edit 13-apr-2016: additional information was received from the affiliate on 30-mar-2016. It was given (B)(4), which were processed properly before. No other changes performed. Update 09-may-2016: additional information received on 09-may-2016 from the global product complaint database added the device specific safety summary for the device associated with (B)(4); added the return date and manufactured date of the device; updated the malfunction field to no; updated the improper use and storage to yes; updated the medwatch and european and canadian device reporting elements; and updated the narrative.